Event description:
Estimated date of (B)(6) 2019, the patient received the following results within 10 minutes: 210 mg/dl and 110 mg/dl. On (B)(6) 2019, the patient received the following results within 10 minutes: 308 mg/dl and 110 mg/dl.